Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient stated that she went to the grocery store the day prior to this report and set off the alarm. The patient reported that she felt a ¿jolt.¿ it was later reported that the patient still had concerns regarding the device or therapy but was working with her doctor or manufacturing representative. It was noted that the patient had an appointment with a neurosurgeon on (B)(6) 2013 regarding the possibility of having to re-implant the paddle.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 37092, lot# 291510002, implanted: (B)(6) 2011, product type: accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).